Event description:
It was reported that a patient experienced 'placement issues' and 'two subsequent surgeries' after being initially implanted in december of 2004. It was noted that the patient was 'very grateful for this therapy,' but she did not like the bulky new adaptor. Further information has been requested. If more information is provided, a follow up report will be sent.

Manufacturer narrative:
Product ID 748266, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748266, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3387-40, lot# j0454612v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot# j0454612v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).